Event description:
Related manufacturer report number:1627487-2023-02763. It was reported that the patient was experiencing ineffective relief due to lead impedances as well as pain at the site of the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6)2023 wherein the patient's scs system was explanted, replaced, and therapy was restored.

Manufacturer narrative:
The patient was experiencing ineffective relief due to lead impedances as well as pain at the site of the ipg. The ipg was explanted and replaced. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.